Manufacturer narrative:
Additional information : the device was manufactured september 12, 2018 to september 13, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak from the spike port weld. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will submitted.

Event description:
It was reported that twelve (12) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the add port. There was no patient involvement. No additional information is available.